Manufacturer narrative:
Concomitant product: dtba1d4 crt-d, implanted: (B)(6) 2016.

Event description:
It was reported that the patient received diaphragmatic stimulation and phrenic nerve stimulation from the left ventricular (lv) lead. The lv lead was programmed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.